Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump battery compartment was observed to be cracked at the compartment threads and the threads were noted to be stripped. The battery cap was unable to fully tighten to the pump, however, the cap maintained electrical connection for testing. The pump display screen was noted to be discolored with a pinkish contrast. (B)(6)

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and stripped and the display was discolored. This report is made based on the investigation completed on (B)(6) 2015.